Event description:
The device has been explanted.

Manufacturer narrative:
Continued initial reporter, postal code: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture/deflation"; pain.

Event description:
Healthcare professional reported left side "pain" and "rupture/deflation" of textured implants. The device remains implanted.